Event description:
It was reported that the customer accidently jumped into the pool and is now getting a button error alarm. Customer's blood glucose reading at the time of the call was 219 mg/dl. No further information reported.

Manufacturer narrative:
No moisture damage found inside the insulin pump. The device was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device was received cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.